Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed that the operation wire was broken. The basket wire and the coil sheath were deformed. The fracture was stretched implying ductile fracture. Based on the evaluation and the reported situation, it is presumed bellow: at the time of crushing, a large force exceeding the strength of the product was added due to the factors such as size, hardness and shape of a calculus, causing these events. The following details are found in the instruction manual as warning: this instrument will deform and/or deteriorate by performing lithotripsy. When lithotripsy is repeated, it will deform and/or deteriorate furthermore. By such deformation and/or deterioration, calculus may not be crushed and/or the instrument with calculus engaged may not be removed from the body. If lithotripsy is required to be repeated in a single case, make sure to check each time that no abnormality is found in action and/or appearance (e.g. Basket wire cut or worn, tube sheath bent, notable coil sheath bent or gap, tube sheath not completely retracted in coil sheath etc.). Stop use when any abnormality is detected.

Event description:
Olympus medical systems corp. (Omsc) performed a MDR retrospective review and found that this report was required. During crushing a calculus in the bile duct, the subject device was used. In the procedure, the operation wire of the handle side was broken. The user tried to crush a calculus by using bml-110a-1, but the operation wire was broken again. The operation wire of the handle side was retrieved, but the other was remained in the patient. A few days later, the operation wire remained in the patient was retrieved in the endoscopic operation.